Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: the product was returned to ethicon for evaluation. One open box with twenty-six unopened samples were received for analysis. The product code is vcp493h. Following the sampling plan, a visual inspection was conducted on 13 samples. The swage and attachment area were noted to be as expected. The sutures were dispensed without issues. Although, the sutures in all the samples were noted with significant difference in suture¿s diameter and coloration at the tipping area. As per this condition observed in the sutures, flex test was performed on the twenty-six samples. Twenty-four samples broke due to improper tipping, as the sutures were breaking away from the swage area. Two samples were observed to be conforming as per flex specification. Based on the information currently available, damaged suture was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Further investigation has been initiated and recorded under non-conformance. Equipment used for analysis flex test ID: exe-1809. A manufacturing record evaluation was performed for the finished device 103uuu / vcp493hcn31 batch number, and non-conformances no related to the reported complaint condition were identified.

Event description:
It was reported that a patient underwent thyroid and breast surgery on (B)(6) 2025 and suture was used. The suture was broken when the surgeon attempted to sew the tissue. Three devices have same issue. Changed to another one to complete the surgery. The 3 actual samples were discarded. The surgeon refused to use the remaining 26 sterile products from the same lot and they will be returned for analysis. There were no adverse patient consequences reported. No additional information could be provided.